Event description:
The manufacturer received information alleging that a low tidal volume alarm occurred on a ventilator. There was no harm or injury reported. The 3-way solenoid valve and in-line filter will be replaced to address the issue.